Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 42 mg/dl. Troubleshooting was performed. The customer stated that his blood glucose levels have been running low ever since his nurse educator adjusted his insulin pump settings. The customer was advised to discontinue use of the insulin pump until he discusses the situation with his health care provider. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.